Manufacturer narrative:
(B)(4). Date of event: only year is known. It is assumed first day of the month (month, year) that the complaint was received. Batch # unk we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: during a meeting with the hospital, the sales manager asked if there was an incident with a patient related with our product, but this was not confirmed to date. Additional information requested and received: can it be confirmed if there was any alleged deficiency with an ethicon product that caused or contributed to a patient death? No.

Event description:
It was reported that the sales consultant received information from a surgeon that a patient died a few days after a surgery with one of our products. No other information about this event is available at this time.